Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor would not flow when the patient removed the blue winged luer cap. The device was filled with desferrioxamine 1300mg in 50ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date -- september 9, 2016 ¿ september 12, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted no evidence of flow at the distal luer when the cap was removed. Microscopic examination of the flow restrictor revealed the direct cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the glass capillary. However, the device was found to be conforming to specifications as no device malfunction occurred. Should additional relevant information become available, a supplemental report will be submitted.